Manufacturer narrative:
The reagent lot number was 68789701 with an expiration date of 31-may-2024. The field service engineer found the mixer motor was failing and was not mixing the reagent. He replaced the mixer motor and the customer ran qc with no issues. The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of questionable tsh elecsys results for multiple samples from the cobas e411 disk analyzer. One example was provided of an initial result of 0.005 uiu/ml with a data flag. On 25-oct-2023 at another laboratory using a cobas e601 analyzer, the repeat result was 2.29 uiu/ml. The questionable result for only one sample was auto-verified and reported outside of the laboratory. The customer could not provide further details.